Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device did not fire. It is unknown how the case was completed. No consequence to the patient was reported.